Manufacturer narrative:
A review of the manufacturing documentation associated with lot 306326 presented no issues during the manufacturing process that could be related to the event reported. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The tip of the smart flex 8x60 vascular ses (self-expanding stent) was found detached from the stent after opening the stent package during the preparation step. The device was used in the patient despite finding the tip separated from the stent during the preparation step. The surgeon wanted to try using the device; then it failed, and it was removed from the body. Another smart flex stent was used to complete the operation. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of product ¿smart flex 8x60 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was thoroughly inspected observing that the stent was partially deployed, with the plastic nut of the hemostasis valve fully locked. In addition, two kinks were noticed located approximately at 117.5 cm from the distal end and other on the stainless steel hypotube located approximately at 6 cm from the proximal end. No other damages or anomalies were observed on the returned device. Dimensional analysis was not performed due to the several kinks. A functional test was performed. The hemostasis valve was unlocked from the stent delivery system. The stent deployment functionally test was initiate by retracting the outer sheath while holding the inner shaft in a fixed position. Despite the observed kinks observed, stent deployment was continued until the remainder of the stent was fully unsheathed and expanded. Even with the observed kinks no difficulty or anomaly such as resistance, friction, or incomplete stent deployment was observed during the deployment procedure. The deployed stent does not present any damages or anomalies and was expanded as expected. A product history record (phr) review of lot 306326 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿catheter tip ~ separated¿ was not confirmed. The unit does not present ant tip separation condition. However, the stent was received partially deployed, presenting a kinked condition. The partial deployment condition is not related to the manufacturing process. Due to the condition of the stainless steel hypotube (received partially advanced) resulted in the stent being partially deployed. This is an expected/ normal functionality of the device. The functional test was performed successfully. The exact cause of observed kinks could not be determined during the analysis. Procedural factors and handling process such as the user¿s interaction with the device during prep may have led to the reported ¿separation¿ noted. According to the instructions for use (IFU) under stent delivery system ¿if the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise.¿ the product evaluation does not suggest that the event experienced is related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the smart flex 8x60 vascular ses (self-expanding stent) was found detached from the stent after opening the stent package during the preparation step. The device was used in the patient despite finding the tip separated from the stent during the preparation step. The surgeon wanted to try using the device; then it failed and it was removed from the body. Another smart flex stent was used to complete the operation. There was no reported patient injury. The device is expected to be retuned for evaluation.